Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of thermal damage between the grips and charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy (malignant) surgical procedure, the maryland bipolar forceps instrument sparked in the abdominal cavity. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury.